Event description:
This pt was interested in knowing if his implants were subject to any recalls because he is in pain and is having a revision surgery the following day. On (B)(6) 2012, the pt called and stated that he felt grinding and heard squeaking. He also stated the cup broke away from the bone.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.